Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/13/2014 with the following findings: investigation for the alleged dim display could not be completed due to an unrelated failure. The pump powered on to a blank display. Investigation revealed that the display screen was cracked. The damaged display was removed and replaced with a test display; the test display functioned normally. Unrelated to the complaint, investigation revealed that the battery compartment was cracked, the keypad was peeling, and there was contamination found under all button contacts. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.